Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. Treatment parameters were in line with typical range. The system performance was found to be to spec and as expected. No new risk recognized and current mitigations to the above risk were in effect.

Event description:
After brain treatment of essential tremor the patient reported light numbness in the pinky. On july 15th, around 3 weeks post treatment, the site reported that the numbness had improved. On feb 4th, the site informed that the patient's numbness had resolved with a month after the treatment.

Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. Treatment parameters were in line with typical range. The system performance was found to be to spec and as expected. No new risk recognized and current mitigations to the above risk were in effect.

Event description:
After brain treatment of essential tremor the patient reported light numbness in the pinky. On july 15th, around 3 weeks post treatment, the site reported that the numbness had improved.